Event description:
It was reported that during surgery, the insert could not be implanted or locked into the tibial plate. Tibial plate was removed, osteotomy was performed, and a 3-4 11mm insert was used to complete the surgery. Delay form (30 minutes - 1 hour) reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from the attempted insertion. The device was manufactured in 2019. The clinical / medical investigation concluded that this complaint from china reports that during a knee surgery, ¿the insert could not be implanted or locked into the tibial plate. Tibial plate was removed, an osteotomy was performed, and a 3-4 11mm insert was used to complete the surgery. There was a delay of 30 minutes to 1 hour reported. No clinical/medical documentation was provided for this complaint. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The poly insert was returned for examination; however, the product analysis did not confirm the failure mode. The patient impact beyond the extended surgical time is unknown. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of the reported event could include improper insertion technique or device damaged during insertion. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.